Event description:
It was reported that the patient presented remotely via merlin.net transmission. The right ventricular lead exhibited noise, observed on stored egm. Lead impedance and sensing were noted to be stable. The patient did not experience any adverse events. Programming changes to decrease ventricular sensitivity have been suggested.